Event description:
It was reported the patient developed a red, raised, uniform rash under the tape collar and device mass. The patient indicated she felt a burning sensation at the rash site. The patient sought medical treatment; however, details regarding the diagnosis and recommended course of treatment were not provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.